Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last year. Requested data analysis from technical services (ts). The pacemaker appears to be normal on outputs and settings with no evidence of premature battery depletion (pbd). The device is operating and depleting normally. Ts provided information on battery consumption and suspects longevity differences relate to therapy needs. The device remains in service. No adverse patient effects were reported. Received additional information this device was explanted, and two non-boston scientific leads were abandoned. No additional information was provided for the revision. Additional information was requested and has not been provided at this time. Outside of the revision, no adverse patient effects were reported.